Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed during the initial implant surgery as the patient had a medical problem. The medical problem was a suprachoroidal hemorrhage. The cause for the hemorrhage was unknown; it was spontaneous. There was no quality issue with the lens. An incision enlargement and a vitrectomy were performed. The patient was fine and was referred to a specialist. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The sample was inspected at 10x microscope magnification and was observed with particles, scratches, fibers and viscoelastic residues, compatible with a removed lens. The haptics were observed positioned and in good conditions. Manufacturing defects were not identified in the return sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.